Event description:
Home patient reports leak with homechoice set. No further details provided by home patient or unit rn. No patient injury or medical intervention reported by home patient or unit rn.